Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was advanced through the previously implanted stents. However, the stent fell off in the rca. Snaring was attempted but was unsuccessful. Another stent was used to crush the stent into the vessel wall. There were a total of 8 stents placed in this procedure. No patient complications were reported and the patient's status was fine.